Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. The customer's blood glucose level was 205 (mg/dl). Reportedly, the battery was able to be charged to 100%.